Event description:
Consumer stated that she used tampax pearl tampons and developed rash, was feverish, lethargic and may have vomited. She stated she went to the ER and was given benadryl, pain medication and an i.v. The consumer stated that she had tss symptoms but that the ER staff could not say that she had tss. She bought another box of pearl tampons the next month and developed a rash again. She called the hospital and was told to stop using. She stated she was fine now.

Manufacturer narrative:
The product has not been returned for investigation. Investigation is pending.